Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Event description:
It was reported that the device was occluded. As of today, it is unknown if the incident occurred at implantation or during implanted. The surgery (implantation or revision) was conducted on (B)(6) 2014. Details will be informed as soon as (B)(4) receive them from the facility. (B)(4) 2014 it is not known if the patient sustained a revision or if the blockage occurred intra-operatively. As a result the complaint will be reported as a revision as a conservative measure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from customer on 5/7/2014: here is the additional description it was reported that the occlusion was noted with the device that was already implanted in the patient. Doi and the initial setting pressure were unknown. The revision surgery was conducted on (B)(6), 2014 due to occlusion of the device.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is ckfcv3, serial number (B)(4), product code 82-3146.-the position of the cam when valve was received was 70mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and only leaked from the needle holes, no other leaks were noted. The valve was reflux tested and the valve passed the test. The valve was tested for programming and the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.